Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope air water channel tested positive for greater than 100 colony forming unit (cfu) of stenotrophomonas, and 32 colony forming unit (cfu) of ochrobactrum anthropi. The scope waterjet channel tested positive for 1 colony forming unit (cfu) of stenotrophomonas. The scope working channel tested positive for 60 colony forming unit (cfu) of stenotrophomonas and dermacoccus. And the suction channel tested positive for greater than 100 colony forming unit (cfu) of unspecific micro-organisms species. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. The device instrument / biopsy /suction channels tested positive for greater than 20 colony forming unit of ochrobactrum anthropi, and stenotrophomonas maltophilia. And air/water channel tested positive for 7 colony forming unit of ochrobactrum anthropi, and stenotrophomonas maltophilia. The scope will be reprocessed, and a second hmi culture testing will be performed. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. Pre-cleaning was performed immediately after the procedure. And during pre-cleaning water was aspirated through the instrument/suction channel with suction pump. The scope passed leak testing during manual cleaning. During manual cleaning, the customer used mediclean forte detergent to brush the operating channel, the suction pistons/cylinders, and the operating channel port. For automated endoscope reprocessor (aer) treatment, wassenburg washer along with endohigh detergent and endohigh disinfectant was used, and all the scope channels connected with tube and rinsed with control quality water. The scope was blown with filtered compressed air, and stored in a drying cabinet. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report has been submitted to provide independent laboratory for culture testing results and device evaluation. Additional information received that the second independent laboratory for culture testing results showed that the device instrument / biopsy /suction channels tested positive for greater than 20 colony forming unit of ochrobactrum anthropi, and pseudomonas stutzeri, air/water channel tested positive for 1 colony forming unit of ochrobactrum anthropi, and auxiliary water channel tested positive for 1 colony forming unit of ochrobactrum anthropic. It was reported the device was sent in for a third hmi inspection or culture testing after repair and the results were negative. The device will be sent back to the customer. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, air/water cylinder dirty, suction cylinder, channel mount unit corroded, forceps channel port dirty, scope connector dirty, due to a pinhole on connecting tube, water tightness lost, distal end cover cracked, adhesive on angle rubber cracked, and due to wear of angle wire, bending angle in down direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.